Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controllers (cccs) and vision side cart (vsc) ccc to solve the reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was analyzed and upon visual inspection, no issues were found that would be related to the reported event. This ssc ccc cfg was bench tested which resulted in a bricked ccc, replicating the reported event. Also, this unit was programed and installed to the system to verify that this unit will function as design and resulted with the system started up normal with no issue. The vsc ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The ccc was unbricked and installed onto a system where it functioned as expected. The ssc ccc was analyzed and in remote fe and artemis, no data was found to indicate that the fault had occurred in the field. During visual inspection, found no issue to be related to the event. The unit was installed onto a known good in-house system and system could not connected to tower message. Power button on the tower kept flashing blue. Unit was tested on the bench programming station and was determined to be bricked. Additionally, performed unbricking and installed unit back to system and system was able to power on normally. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, customer had a ""not connected to tower"" message in the surgeon side console (ssc) and on the patient side cart (pcs). Prior to calling in, customer moved their xi system into the room and had already docking to complete the case with their xi. Technical support engineer (tse) was not able to see any previous logs and system was no longer in the room for tse to troubleshoot. The procedure was converted to another dv system with no reported injury.